Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient mentioned this happened in the past with their previous implant. The patient stated their foot went crazy after unrelated surgery and nobody believed it, this was further reported as uncomfortable stimulation. The patient stated the healthcare provider consented to a manufacturer representative coming out to help determine the cause. The patient stated the manufacturer representative turned stimulation on and off and played with it and said it was the device making it go crazy. No further complications were reported or anticipated. [Omitted information from pe: (B)(4) -current device zaps, burning, residual stim]